Event description:
Case description: investigation result. Unspecified needle, batch: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with the following: expected date of follow up report removed. Investigational results updated. Final report ticked in EU/ca tab. Malfunction and is non-reportable changed to "no". Imdrf codes updated. Narrative updated accordingly. Final manufacturer's comment: 21-apr-2025: the suspected device novopen (specific name of the device unknown) has not been returned to novo nordisk for evaluation. Product handling error such as needle reusage can affect the functionality of device, resulting in reduced insulin administration and hyperglycaemia. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. H3 continued: evaluation summary. Novopen; batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term], fasting blood sugar level was 21mmol/l [blood glucose increased], lost weight [weight decreased], dose button of the novopen could not be pushed, inability to inject insulin [device failure] needle might be blocked [device occlusion] and reusing needle [multiple use of single-use product]. Case description: this serious spontaneous case from china was reported by a consumer as "fasting blood sugar level was 21mmol/l (fasting blood glucose increased)" with an unspecified onset date, "lost weight (weight loss)" with an unspecified onset date, "dose button of the novopen could not be pushed, inability to inject insulin (device failure)" with an unspecified onset date, "needle might be blocked (device blockage)" with an unspecified onset date, "reusing needle (needle reusage)" with an unspecified onset date, and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", unspecified needle (non valid product) from unknown start date for "device therapy". Patient's height, weight and body mass index were not reported. Dosage regimens: novopen: not reported. Medical history was not provided. On an unknown date the dose button of the novopen could not be pushed. The hotline stated that the needle might be blocked and needed to try with a new needle. The patient had been reusing needles. Currently, the patient did not have any new needles to test. Due to the inability to inject insulin the patient's fasting blood sugar (blood glucose) level was 21mmol/l this morning. The patient felt weak and had lost weight.and patient was hospitalized (details of hospitalization were not reported). On an unknown date blood tests (blood test) were done (details were not reported). The patient was currently seeing a doctor and was unable to provide relevant information. When the hotline called the customer again, the customer confirmed that the medication was now being dispenseding out. Batch numbers: novopen: unknown. Action taken to novopen was not reported. The outcome for the event "fasting blood sugar level was 21mmol/l (fasting blood glucose increased)" was unknown. The outcome for the event "lost weight (weight loss)" was unknown. The outcome for the event "dose button of the novopen could not be pushed, inability to inject insulin (device failure)" was unknown. The outcome for the event "needle might be blocked (device blockage)" was unknown. The outcome for the event "reusing needle (needle reusage)" was unknown. No further information available.